Event description:
A family member reported that on (B)(6) 2011 the patient awoke at 8:00 am with a "hi" (greater than 600 mg/dl) blood glucose (bg) reading, vomiting, and ketones. The family member reportedly implemented a back-up plan of insulin delivery for the patient. At the time of the call to animas customer support (cs) the patient's bg was reportedly 200 mg/dl with no signs or symptoms of hyperglycemia. The family member stated that she found the pump had no power at the time of the patient's reported bg excursion. Cs reviewed the pump with the family member and found that the pump emitted a "replace battery" alarm at 6:14 am the morning of the reported incident. At the time of the call to cs, the family member stated that the yellow o-ring on the battery cap was visible. She stated that she was able to properly secure the battery cap. The family member confirmed that there was no damage to the battery cap or to the pump. She reported that she routinely changes the battery every three weeks without waiting to receive a "low battery" warning on the pump. She stated that the battery was last changed seven to eight days prior to the reported incident. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
(B)(6). Troubleshooting indicated that the pump was alarming appropriately. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Lack of response to the replace battery alarm likely resulted in power loss. Use error cannot be ruled out as a cause or contributor to the patient's reported hyperglycemic event. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 (B)(4) 2012. Device evaluation: the pump was evaluated by product analysis on (B)(4) 2012 with the following findings: no history from the time of the event was available due to continued patient use. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The electrical current draws were tested and were confirmed to be within specifications. No delivery related defects were found during testing.